Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for a device upgrade, high pacing lead impedance was observed. Pacing lead impedance was normal during the implant and has been trending upward for the last year. Lead was explanted and replaced. Patient is recovering normally.